Manufacturer narrative:
The customer's test strips were returned for testing. The customer's test strips were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a dade innovin reagent and a siemens analyzer. At 1:40 pm the meter result was 4.3 inr. The patient¿s warfarin was held based on the meter result. At 1:40 pm the laboratory result was 2.4 inr. The patient¿s therapeutic range is 2-3 inr.